Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery using rhbmp-2/acs. No further details were provided.

Event description:
On (B)(6) 2009: the patient underwent lumbar fusion surgery using rhbmp-2/acs and screws and pre-bent rods. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent l5-s1 diskectomy, posterior lumbar interbody fusion, insertion of interbody cage, pedicle screw instrumentation l5-s1 (sextant), posterolateral fusion, left, insertion of mitek braided pain pump to treat disk herniation, left sided sciatica. After patient was opened, a 12-mm spacer was put in. It did enter the ls body past the midline. Patient was irrigated until clear and placed an infuse with autologous bone and after a rolled sush1-type configuration of infuse and autologous bone anterior was placed as well as some further autologous bone. A crescent cage was placed on top of this. It did cross the midline and did engage into the ls body slightly, but did accomplish a goal of distracting the disk space. We confirmed good location on this. We then irrigated thoroughly, used a bur to roughen the lateral transverse process and the ala. Op notes continue, "we then placed two infused sushi rolls with autologous bone on this area. We used a #0 pds to close the muscle back together, then #0 monocryl to close the lumbodorsal fascia. We planned to use these holes as sextant openings. We then used the c-arm to make additional hole on the right side for jamshidi needles. They were placed in the outer quadrant area of the pedicles at l5-s1 under individual c-arm control at each pedicle. We got needles in and then put wires in. We then placed the dilators and followed by tapping each hole with a 4.5 tap. We did left side first and then added a rod with a sextant and then placed it under compression. We then repeated the procedure on the right side. We could not get to the rod to en~age the s1 screw and it veered medially. This required us to enlarge that incision and remove this rod as the sextant would not grab it and pull it out. It was easily removed. We placed a second rod in after alternating the positions of the sextant screw holders and had no trouble getting~ the rod in. We closed both wounds after ancef and saline irrigation with identical way we did on the left side with 3-0 nylon on skin. Dermabond added subsequently. We placed the mitek braided catheter from left to right in subcutaneous position across to cover both wounds. We closed the superior wounds as well with nylon. She was bandaged sterilely and went to recovery room in satisfactory condition".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 patient was admitted to hospital where she underwent l5 disc herniation with posterior lumbar interbody fusion. (B)(6) 2009 patient presents 19 days post-op global fusion for removal of sutures. (B)(6) 2009 patient is one month status post global fusion. She c/o no pain that she had pre-op, only mild soreness (B)(6) 2009 patient is seen in consultation due to ground level fall at home 2 weeks status post-op global fusion l5-s1 she c/o sciatica that goes to the fibular head proximally on the left side. (B)(6) 2010 MRI of the left shoulder indicates there is no rotator cuff tear, and no definite changes of tendinopathy seen. There is a question of a superior glenoid labraal tear or this may be a very deep cleft. Fairly large collection of fluid in the bicipital tendon sheath, suggesting bicipital tenosynovitis. Large collection of fluid in the subcoracoid and subscapularis bursae. (B)(6) 2010 patient presents 4 months post-op global fusion l5-s1 she continues to fall and complains of left leg pain but more in the groin and not specifically sciatic distribution. Per x-ray indications show posterior spine fixation with intrapedicular screws in the l5 and s1 vertebrae and a disc spacer. (B)(6) 2010 patient was seen for pain in her left knee, as well as low back pain following global fusion. Per x-ray bilateral knees both knees show mild osteoarthritic changes with this involving both the medial and lateral compartments on the left side and only the medial compartment on the right. There is mild narrowing of the patellofemoral articulation on the left with moderate size osteophytes extending off the posterior superior aspect of the patella. There is no acute bony abnormality and there is no joint effusion. (B)(6) 2010 patient presents 2 weeks post-op microfracture of the medial femoral condyle with c/o little pain in the knee (B)(6) 2010 patient presents with c/o left shoulder pain following an accident on (B)(6) 2010. (B)(6) 2010 patient presents with c/o shoulder stiffening and pain. (B)(6) 2010 patient presents 2 weeks status post arthroscopic biceps tenodesis, extensive glenohumeral debridement and distal clavicle resection decompression and manipulation for adhesive capsulitis. She has about 75-80% of her motion. Still having some pain. (B)(6) 2010 patient presents 6 weeks status post sad/ocr, glenohumeral debridement and biceps tenodesis with c/o increasing pain, decreasing motion.. (B)(6) 2010 patient presents with c/o limited motion 8 weeks post-op sad/dcr, glenohumeral debridement and biceps tendodesis. (B)(6) 2010 patient presents with c/o less pain following manipulation of her left shoulder. (B)(6) 2011 patient presents with c/o recurring pain in the left shoulder per medical record ¿adhesive capsulitis left shoulder with some early weakness, overuse and bursitis.¿ (B)(6) 2012 patient presents with c/o pain and some swelling in the legs. (B)(6) 2012 patient presents with c/o back pain per x-ray mild arthritic changes are seen in the inferomedial aspect joint. There is bone density seen lateral to the ileum and this may actually represent and injection granuloma. (B)(6)/2012 per MRI of the lumbar spine degenerative disc disease seen with bulge l2-l3. Posterior broad based disc protrusion and bilateral facet hypertrophy noted at l3-l4. Bilateral facet hypertrophy and inferior left foraminal encroachment noted at l4-l5. (B)(6) 2012 patient is seen today with c/o left sciatica and leg cramps. Per medical record ¿MRI done at hospital revealed 14-5 inferior foraminal encroachment primarily on the left. Some similar element of this at l3-4 but less. Right side relatively patent. Some scarring in the left side at l5-sl fusion area. This was in the lateral recess.¿ (B)(6) 2012 patient presents with c/o back pain and left sciatica. Ultrasound indicates there is normal compression and augmentation of the left common femoral vein, superficial femoral vein, and popliteal veins. Adequate flow is noted. There is no evidence of thrombus. (B)(6) /2012 MRI indicates hip joints appear normal with no significant effusion. Marrow signal at the hips and elsewhere appears symmetric and normal. No femoral head marrow signal change to suggest ischemia/avn. No lebral abnormality suggested although resolution is insufficient to assess for subtle lebral tears. S1 joints appear symmetric and normal. Susceptibility artifact from pedicle screws at the lumbosacral junction incidentally noted. No pelvic mass, adenopathy or fluid loculation noted. Sacrum shows normal marrow signal with no features to suggest insufficiency fracture. (B)(6) 2012 per medical record ¿ patient presented for an MRI scan that showed no evidence of avascular necrosis with degenerative arthritis. She has pain that does originate in the buttock area and radiates around to the left, however. She has had an l5-s1 global fusion done by me in 2009. We have tried facet blocks at l3 and 4 that did not give adequate relief. MRI at bmp shows l4-5 inferior foraminal stenosis, slightly less at l3, which could be problematic.¿ (B)(6) /2012 patient presents with c/o left knee pain per medical record ¿knee was arthroscoped with findings of some grade IV changes in the weightbearing portion of the medial femoral condyle. Patient had a normal medial meniscus. She has tibiofemoral arthritis.¿